Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(6) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The root cause of the reported leak was caused by an assembly error. The yellow plug on the valve block of the cardioplegia bridge was missing.

Event description:
Livanova (B)(6) received a report that a heater-cooler system 3t was leaking water during setup. There was no patient involvement.